Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother reported that on (B)(6) 2018 the patient had a spasm and convulsion with a fingerstick value of 2.5 mmol/l so she called emergency services. According to the reporter, at the time of the convulsion the dexcom cgm displayed 22.0 mmol/l while the fingerstick value was 2.5 mmol/l. When emergency services arrived, they administered glucose gel and the patient¿s fingerstick value was then reported as 5.0 mmol/l after glucose gel. Emergency services then left as the patient was in good condition. The reporter also indicated an eeg was recommended by a medical professional. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.